Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No new information.

Event description:
It was reported that the distal 1 cm broke off and implanted in patient. It was noticed at end of case and verified to be in the body on imaging. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.